Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(4) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported that the caller stated that the battery is dead and the patient's wife believes one of the leads is "off". The caller stated the patient was scheduled to have their ins replaced on (B)(6) 2018 but the patient ended up needing another surgery (unrelated) a couple days ago and now the replacement surgery is cancelled. The caller stated they believe the issue with the leads started during the surgery a couple days ago and the patient is now in a lot of pain and "they can't hold it". No further complications were reported. No additional patient symptoms were reported.